Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant unk. It was reported that the patient have severe disease progression resulting in aortic neck dilatation. The aortic neck has dilated to 40 mm in diameter. The CT demonstrated that a type I endoleak. The physician elected to remove the stent graft and surgically convert the pt to a conventional graft. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results and conclusion: (endoleak), (no device returned for evaluation), (disease progression resulting in aortic neck dilatation).